Event description:
On (B)(6) 2016, captiva spine's distributor, (B)(4) provided feedback from a surgery with the caplox ii system. They reported the following: while prepping the pedicles on the right side, during tapping the tap broke in the l3 pedicle, a second tap broke in the l5 pedicle. The surgeon elected to leave a portion of the (inert) instrument within the confines of the vertebral body. The surgeon was able to place shorter pedicle screws in each level (l3 and l5) and the patient is doing well post-op.